Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a lung biopsy procedure performed on (B)(6), 2009. According to the complainant, during the procedure the plunger became stuck in the out position preventing the needle from retracting. The procedure was completed with another excelon transbronchial aspiration needle device. There were no patient complications reported as a result of this event.